Event description:
It was reported by a j&j affiliate in belgium that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the sutures got tangled in the versalok anchor with threader tab device. During in-house engineering evaluation, it was determined that the device was deformed/bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Reporter is a j&j employee. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated; visual inspection reveals that the device is in used condition, the anchor pin was in a normal structural condition as well as the shaft and the dilator peek, the anchor sleeve was in a normal shape. The threader tab wires were found twisted into the anchor pin. The sutures used were not returned. A manufacturing record evaluation was performed for the finished device 135l454 number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the fact that the sutures were not returned for physical evaluation, this complaint was not confirmed, and a root cause for the issue experienced by the customer cannot be determined, a possible root cause for the threader tab wires condition can be related to procedural variables, such handling of the device or product interaction during procedure; the threader tab wires may have been placed in an improper orientation through the anchor holes, however this cannot be conclusively determined. As per IFU, place the shaft and threader tab in the same orientation. Insert each wire loop of the threader tab through each oval hole on the anchor pin. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. UDI: (B)(4).